Manufacturer narrative:
Additional information: medwatch detail report #2243072-2018-00143.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use of the bd vacutainer® safety-lok¿ blood collection set, blood runs out of the luer adapter after completing the blood draw. Patient and staff are contaminated with blood. After pulling out of the hemogard stopper, the end of the luer adapter is curved and the needle is bent and protruding. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received photos, unused samples, and a previously used sample from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve non-recovery with the incident lot was observed. Additionally, the used sample was evaluated, and it was observed that the sleeve had not fully recovered and was pierced by the needle. Testing was conducted on the unused samples, and all samples met the required specifications for sleeve function. Retention samples were selected from inventory for evaluation and testing and upon completion, the issue relating to sleeve non-recovery was not observed as all samples met the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve non-recovery with the incident lot was observed. Evaluation of the unused customer sample was conducted and sleeve non-recovery was observed. Additionally, evaluation and testing of the unused customer samples and retain samples was conducted and sleeve non-recovery was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.